Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a nurse that his patient had a powerpicc placed (B)(6) 2018 and that the area around the PICC insertions site would not stop bleeding. The rn called ms&s because he "wanted to know what to do." He also stated that the patient has severe liver disease and bleeding issues. No additional information available.